Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead after the lead was positioned the r wave amplitudes decreased thus the helix was retracted and was attempted to be repositioned. The helix was extended after over twenty-five turns were used. The r wave amplitudes remained low thus the lead had to be repositioned again, but this time the helix did not retract. The lead was removed from the patient and will be returned. A new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.